Event description:
Patient was attempting to set up infusion and while priming tubing. Pump alarmed with code #1871. Pump was not in use when error occurred and there was no interruption in therapy as a result of the pump malfunction. New pump to be shipped. Dose or amount: 30nkm, frequency: cont, route: IV. Dates of use: (B)(6) 2015 to present. Diagnosis or reason for use: pah.